Event description:
Acromioclavicular (ac) tightrope failure 3 weeks post op, button pull through on the clavicle. This is the second of four cases reported by the same rep. An open repair was necessary and the hardware was removed. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reveiwed and manufacturing date not determined. No additional information regarding details of the initial procedure and/or patient compliance with post op instructions could be obtained. The implant was not returned and a definitive conclusion could not be determined for this event.